Event description:
The customer reported an overinfusion of morphine sulfate on a pca module pump. The physician ordered pca with morphine sulfate, dose 1.5mg, lockout 8 minutes, maximum 1 hour limit 10.5mg. Concentration in pca 30ml syringe was 1 mg/1ml. User reported that pt received the entire syringe in one dose. Pt having apneic periods. Required increased monitoring of vital signs. Event logs received from the customer. Log review showed that the user chose a custom concentration option, programmed 1.5mg as dose in diluent of 30ml. When the pt requested a dose, the entire syringe was delivered.

Manufacturer narrative:
(B) (4). (B) (4). Educational support of staff offered to the customer. This reported was filed by the MFR.